Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During first inflation in the lesion at 4atm, no pressure could be applied thus the device was removed from the patient's body without any problem using the normal method. However, a pinhole rupture occurred when it was inflated outside the body. The procedure was completed with another of the same device. During the delivery, the device did not hit any lesions, so there may have been a hole from the beginning. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Using an encore inflation unit an attempt was made to inflate the balloon where a pinhole leak was confirmed. The pinhole was located in the proximal 1mm proximal to the proximal markerband.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During first inflation in the lesion at 4atm, no pressure could be applied thus the device was removed from the patient's body without any problem using the normal method. However, a pinhole rupture occurred when it was inflated outside the body. The procedure was completed with another of the same device. During the delivery, the device did not hit any lesions, so there may have been a hole from the beginning. No complications reported and patient was in good condition post procedure.